Manufacturer narrative:
Age at time of event: patient is over 18 years of age.

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure to treat peripheral arterial occlusive disease (paod) in the proximal and middle-distal superficial femoral artery (sfa). The proximal sfa was totally occluded, 70-80% stenosis was observed in the middle-distal sfa. The degree of tortuosity was less than 30 degrees. During the procedure, the normal saline kept injecting into the patient. However, the similar amount of liquid was not observed in the collecting bag, and aspiration was lost. The procedure was completed with this device and there were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The device showed a kink located 82cm from the tip. Functional analysis was done by completing the setup procedure and performing aspiration testing of the device. The device is tested by using a 100ml beaker of water. Test results showed that this device did not perform as designed per the test procedure specification withdrawing 2ml of fluid in the 1 minute time frame. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. A2: age at time of event: patient is over 18 years of age.

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure to treat peripheral arterial occlusive disease (paod) in the proximal and middle-distal superficial femoral artery (sfa). The proximal sfa was totally occluded, 70-80% stenosis was observed in the middle-distal sfa. The degree of tortuosity was less than 30 degrees. During the procedure, the normal saline kept injecting into the patient. However, the similar amount of liquid was not observed in the collecting bag, and aspiration was lost. The procedure was completed with this device and there were no patient complications reported.